Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. It is reported that the sample is being returned for evaluation; however has not been received to date. At this time no conclusions can be made. If/when the sample is returned a supplemental MDR will be submitted to document our findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Due to EU privacy regulations patient name cannot be provided.

Event description:
It was reported that while opening a bard 3dmax mesh for a case it was noted that within the inner packaging the mesh lay transversely and was clamped in the outer packaging. There was concern that the sterile package may be compromised and the mesh was not used on the patient. There was no patient injury and the sample is reported to be available for return.

Manufacturer narrative:
This is an addendum to the initial MDR to document the receipt and evaluation of the sample device. It was initially reported that the bard 3dmax mesh was not able to be opened sterile. It was reported that the mesh lay transversely and was clamped in the outer packaging. When returned the mesh was in proper orientation inside of the protective clam shell tray. The evaluation confirms the user opened the outer pouch from the bottom (non-chevron end) and the pouch tore across the middle while opening. This type of tear is dependent on the opening technique, as opening from the chevron end will assist in the package opening along the sealed edges. No manufacturing anomalies were found. Based on the product evaluation it appears forces applied while opening from the bottom (non-chevron end), as opposed to the top of the package, produced a tear in the film of the product sterile pouch. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 02/19/2016